Event description:
It was reported that the patient presented to the clinic for a dual chamber pacemaker implant. During the implant of the right ventricular (rv) lead, it was observed that the capture threshold were not good. Also, the helix of the rv lead could not be completely retracted. The lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the event of ¿capture threshold were not good¿ was not confirmed. Final analysis found the complete lead was returned in one piece. Visual and x-ray inspections found damages consistent with procedural damage. The cause of helix mechanism issue was isolated to the helix being stretched/bent and with dried blood. The lead was otherwise normal. No anomalies were found.